Manufacturer narrative:
A philips remote service engineer (rse)asked for information regarding the manufacturer of the probe used during the procedure, but the information was unknown. The rse also asked if the probe was tested, but no information was provided. The efficia cm10 returned to normal after the equipment department replaced the blood oxygen probe. Based on the information available and the testing conducted, the cause of the reported problem was a faulty blood oxygen probe. The reported problem was confirmed. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #:

Event description:
Philips received a complaint on an efficia cm10 patient monitor indicating that the blood oxygen probe malfunction; it was providing a large error for a low reading. It is not clear whether the faulty component was a philips product. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.